Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level was 30 mg/dl between 5 and 24 hours of wearing the pod. On (B)(6) 2025, the patient reported while at home, the pod was not communicating with the dexcom sensor and therefore the pod and sensor were replaced. After applying the new pod and sensor, the patient was going outside, and while on the way, the patient experienced hypoglycemia and was unconscious for 2 hours. The patient was transported to the hospital by ambulance, and while in the ambulance, they were treated with glucose for hypoglycemia. The patient remained in the hospital until the bg levels were stabilized and was released 3-4 hours on that same day. Dexcom has been notified.

Manufacturer narrative:
The physical device was not returned. Cloud data from the user for the period of 25sep2025-30sep2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the micro bolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped automated basal insulin delivery as estimated glucose values decreased towards and below the user's target. The algorithm did not deliver automated basal insulin while estimated glucose values were below 60 mg/dl. While in manual mode, the system correctly delivered the user's manual basal program. It was noted that on the date of occurrence (26sep2025), a pod change occurred at 10:04 and the pod was unable to connect to the sensor until 13:00. The exact cause of the pod scanning for and being unable to find the sensor could not be determined from the available data. The system responded appropriately to the missing sensor values, transitioning to automated mode: limited after four consecutive cycles of missing values until the system mode was changed to manual mode at 10:40. The mode was changed back to automated mode at 12:15; however, due to the missing sensor values, the system transitioned to automated mode: limited and stayed there until the mode was changed back to manual mode at 12:40. The system was used in manual mode until 18:55 when the system was switched back to automated mode, with several urgent low glucose values (values less than 40 mg/dl) being received by the pod from the sensor between 12:40 and 18:55 while the system was in manual mode. The system correctly delivered the user's manual basal programmed regardless of estimated glucose values, as expected. A pod change occurred at 20:43 and the system resumed operation in automated mode with no transitions to automated mode: limited occurring for the remainder of 26sep2025. The cloud data showed that all alerts, reminders, and notifications were generated correctly as conditions were met, including missing sensor values reminders and urgent low glucose alerts. No evidence of an over delivery of insulin or any issues with the system were observed in the available cloud data.